Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited noise on atrial electrograms. Oversensing was rare and noted on couple of stored events. Noise could not be reproduced with arm movements or pocket manipulation. The device was reprogrammed. The patient was in stable condition.